Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the cannula pulled out of her body due to which she experienced high blood glucose level (491 mg/dl), which she tried to treat with the pump, multiple dose injection and attempted to bolus several times. Subsequently, on (B)(6) 2019, she was admitted to the hospital due to diabetic ketoacidosis. The patient had ketone levels, but the health care professional assessed them as not dangerous/life threatening. Moreover, the infusion had been in use for two days. During hospitalization, the patient received insulin injection and fluids as corrective treatment which had not resolved the issue and she was released from the hospital on (B)(6) 2019. Reportedly, she went home to get her pump turned back on as it had shutdown. The patient was unsure whether there was any permanent damage caused to her. No further information available.